Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were between 100's mg/dl to 401 mg/dl. The customer had been using the insulin pump system within 48 hours f high blood glucose levels. The customer had treated with bolus. The customer alleged the insulin pump for under delivery because the blood glucose levels were remaining high even after bolusing. The insulin pump passed high pressure test and displacement test. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.